Event description:
It was reported that the customer was hospitalized for low blood glucose. The husband stated that the customer was not wearing the insulin pump at the time of her hospitalization. It was also stated that the customer took a manual injection before breakfast and she did not eat any breakfast, which it may have cause to drop her blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.